Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system seemed to have a torn ex-tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no . Device returned to manufacture: yes. Received used nexiva 20ga unit with packaging from unknown lot number. The unit consisted of the y-adapter and extension tubing. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: based on the investigation the defect other (torn extension tubing) was confirmed. Jagged edges indicate that the tubing was torn or pulled away from the winged adapter. Initial information is insufficient to determine the exact root cause.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system seemed to have a torn ex-tube. There was no report of exposure, serious injury or medical intervention.